Manufacturer narrative:
Catheter model #: 8709sc lot#: n287906010 implanted: (B)(6) 2011 explanted: unk. A partial catheter was returned for analysis which was not completed as of the date of this report.

Event description:
It was reported that the patient experienced loss of therapeutic effect. The catheter was disconnected from pump. There was visible collection of fluid in the pocket prior to revision. A revision was performed and it was found that there was a leak in the connection of the catheter. There was also in growth tissue noted in the connector. The sutureless connector was replaced along with 2.5cm of catheter. It was later reported that the patient's efficacy has resumed and the "patient is doing fine".

Event description:
Additional information: it was noted there was a break/tear/hole in the catheter and a disconnect. The location was at the proximal/distal connection ; pump/catheter connection. The patient's signs/symptoms were noted as no pain relief and fluid collection in midline incision scar. An x-ray and a catheter dye study were performed on (B)(6) 2011 and results revealed a leak was noted at the pump connection. A revision of the catheter was done. The patient outcome was noted as recovered without sequelae. It was reported that the patient has experienced worsening dementia since the second surgery. The drug in the pump was hydromorphone.

Manufacturer narrative:
Final analysis of the catheter revealed a catheter body user related hole. Per analysis, the retaining ring fingers appeared to function normally and did not have any unusual markings on them, based on this observation it could not be determined if there was an issue with the sc connector attaching to the outlet port of the pump. Also, the sc connector was successfully attached and detached to and from 5 different pumps in the analysis lab; the test was repeated twice on each pump. A hole was found in the catheter segment attached to the sc assembly. The hole looked very similar to a hole caused by shearing at implant but it is very unusual to see shearing at such a proximal position, hence it could not conclusively be called a shear hole.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.